Event description:
Pta catheter in which the balloon marker was detached from the shaft and ended up as a foreign body in the brachial artery of the patient. Attempts to remove the foreign object were unsuccessful. On (B)(6) 2011, patient consulted surgeon for retained foreign object status post left av fistula thrombectomy. An endovascular stent graft exclusion of intravascular retained balloon catheter material with associated intraluminal irregularity was performed. Diagnosis or reason for use: angioplasty with possible declot with possible tunneled.